Manufacturer narrative:
Results - a visual inspection of the returned product shows the optic is split in half and a piece is torn off & missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another model lens. No patient injury.